Event description:
A us distributor reported that a monitor will not power on. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to contamination on ca board component j502, causing a shortage of all the voltages. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.